Event description:
It was reported that the procedure was a shunt percutaneous transluminal angioplasty. The shunt was connected to the brachial artery. The fox sv balloon catheter was advanced to the lesion, with no resistance noted. The balloon was inflated in a couple of lesions, for a total of four times at 20 atmospheres. When the balloon was inflated for a fifth time at 20 atmospheres for 40-50 seconds in a calcified lesion this time, the balloon ruptured circumferentially. An attempt was made to remove the balloon catheter; however, resistance was met with the non-abbott guide wire and the balloon catheter could not be removed. A further attempt was made to remove the catheter, this time with the guide wire and the balloon catheter as a single unit; however, the devices could not be pulled into the sheath. The balloon catheter was removed from the vessel by a surgical operation. The patient was discharged from the hospital on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure. Evaluation summary: the balloon catheter was returned with blood in the balloon, guide wire lumen, inflation lumen and hub and on the entire length of the catheter and no contrast visible. Blood in the balloon and inflation lumen is consistent with a leak or rupture while in the anatomy. The entire length of the balloon was wrinkled, likely due to the difficulty removing from the introducer sheath. There was a radial rupture at the middle portion of the balloon. The balloon separated at the radial rupture. The material at the radial rupture was jagged. The balloon also separated at the proximal end of the balloon. The material at the separation was smooth. There was a longitudinal rupture for the entire length of the separation. The inner member separated 1.1 cm distal to the proximal end of the balloon. The separated portion of the inner member was wrinkled. The shaft was stretched (necked) 65 centimeters distal to the strain relief tubing, for a length of 4 millimeters. This stretching likely occurred during the difficulty removing and suggests that force was applied. There was no other damage noted to the balloon catheter. The separated portion of the inner member was inadvertently lost during the analysis. The introducer sheath used during the procedure was not returned. A non-abbott guide wire was returned with blood and contrast on the black polymer coating. There was a bend in the core 1 centimeter proximal to the tip ball. There was no other damage noted to the returned non-abbott guide wire. The balloon markers were returned taped individually to gauzes. A laser micrometer was used to measure the outer diameter of the non-abbott guide wire. The outer diameter was .01829 inches. Scanning electron microscopy (sem) analysis results indicated the balloon failure was submitted in three pieces. The distal half of the balloon was submitted with radial/diagonal separation mid-working length. The balloon also separated at the proximal end. The remaining proximal portion of the balloon exhibited a longitudinal rupture alone the entire length. The proximal taper/seal was also submitted with a portion of the inner member extending distally from the seal. The inner member was separated near the distal end and appeared wrinkled and stretched. The scans indicate that the balloon failures may be attributed to mechanical damage to the outer surface. All three sections of the balloon exhibited areas of mechanical damage to the outer surface and separated edges. The middle section of the balloon exhibited a radial separation (mechanical damage) intersecting the longitudinal rupture. Mechanical damage was observed on the outer and inner surfaces. The inner member and balloon exhibited features suggesting the components exhibited tensile loads as well as mechanical damage prior to receipt in the sem lab. It is likely that the balloon rupture occurred due to interaction with the lesion site which was described as heavily calcified. In this case, there was no report of leaks noted during preparation, which suggests that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with a heavily calcified lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate. As a result of the rupture, difficulty was encountered during removal, requiring the balloon to be surgically removed form the vessel. Other possible factors for balloon ruptures may be due to inflating the balloon above the rated burst pressure (rbp). It was reported that the balloon was inflated in a couple of lesions, for a total of four times at 20 atmospheres. When the balloon was inflated for a fifth time at 20 atmospheres for 40-50 seconds in a calcified lesion, the balloon ruptured circumferentially. It should be noted that the rbp for this device is displayed on the packaging label. The fox sv pta balloon catheter instructions for use instructs: balloon pressure should not exceed the rated burst pressure (rbp). It is likely that the interaction with the calcified lesion is the most probable cause and not exceeding the rbp. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. The difficulty to remove the balloon catheter after the reported rupture is likely due to the ruptured balloon material interacting with the vessel/introducer sheath during withdrawal. The separation of the balloon material and inner member is likely due to the attempt to remove the unit against resistance which is also consistent with the noted condition of the balloon and inner member which displayed stretching, wrinkling and tensile overload. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported balloon rupture and subsequent damage appears to be related to operational context of the procedure. There is no indication to suggest a product quality deficiency.